Event description:
During a pulmonary vein isolation procedure, it was noted that the agilis 8.5f sheath was drawing in air and was unable to maintain a seal. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. It was noted that the dilator was not inserted prior to the transseptal needle, which goes against the device instructions for use.